Manufacturer narrative:
Section b3: event date is estimated. It was reported to abbott, a patient was unable to pair with their ipg. The patient had surgery on their shoulder without placing the device in surgery mode. The patient was schedule for another procedure the next day. The rep met with the patient and was able recover the ipg and place it in surgery mode. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's programmer was displaying the message "cannot connect to generator the generator is not responding". The patient reported having an unrelated surgery wherein the patient's ipg was not placed in surgery mode. Troubleshooting was undertaken with a manufacturer representative wherein the patient's ipg was successfully recovered and access to therapy was restored.